Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of below 40 mg/dl. Customer alleged that control iq software did not suspend insulin delivery when the customer's bg was low. Tandem technical support reviewed pump data and verified the control iq software functioned as intended. Customer drank juice to address bg. Tandem technical support advised customer to consult with healthcare provider regarding diabetes management. Reportedly, the customer continued using the pump for insulin therapy.